Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluate the unit. Corrections included replacement of the unit's anesthetic gas bench. Unit was calibrated and safety tested to factory's specifications.